Event description:
It was reported that an unknown biomet screw fractured in the implant at tooth location #5. The doctor did not place the original implant or abutment, but stated that it was an unknown biomet implant and it was a gold screw that fractured. Part of it is still stuck in the implant. They will see the patient in a few weeks to remove the broken portion.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4111 and 4110. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One unknown biomet screw was returned for investigation along with the abutment/crown. Visual inspection via naked eye and camera magnification identified the screw was fractured at the lower thread area with the upper portion remaining in the abutment. Based on the evaluation, device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review could not be performed since the subject lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review could not be performed since the lot and item numbers were not available. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. Based on the investigation, risk file review and IFU, the probable cause is due to inadequate treatment planning, excessive torque and placement of devices in a patient with patient factors incompatible with long-term osseo-integration of implant. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.